Event description:
It was reported that the right ventricular (rv) lead was known to have loss of capture (loc) for some time and the rv threshold was high/unstable/immeasurable. It was also reported that the patient was rarely, if ever, rv paced. Therefore, the rv lead was capped and patient implanted with a aai pacing system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.